Event description:
It was reported that there was a confirmed overdischarge. It was noted that a physician mode recharge did not successfully reset the device. It was noted that there were plans to visit with a neurosurgeon. It was noted that the patient had been unable to charge for months due to misplacing the recharger and then family commitments. It was noted that the patient had plans to visit with a neurosurgeon for next options. It was noted that the patient had a return of chronic pain. It was noted that the implant was on the right side. It was noted that the patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).